Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed. Patient information was requested but it was not available at the facility. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a pulse field ablation procedure, a farawave 2.0 catheter was selected for use. The patient blood pressure dropped when the procedure was completed and the coronary sinus (cs) was removed. A pericardial effusion was confirmed through the echo and a pericardial drainage was performed. Cardiac tamponade was reported. The patient is showing a trend toward recovery. In the physician opinion, the cause is unknown, however it is likely related to the cs catheter. The drained blood is slightly red so the cause cannot be definitively determined.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Patient information was requested but it was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a pulse field ablation procedure, a farawave 2.0 catheter was selected for use. The patient blood pressure dropped when the procedure was completed and the coronary sinus (cs) was removed. A pericardial effusion was confirmed through the echo and a pericardial drainage was performed. Cardiac tamponade was reported. The patient is showing a trend toward recovery. In the physician opinion, the cause is unknown, however it is likely related to the cs catheter. The drained blood is slightly red so the cause cannot be definitively determined. It was further reported that no difficulty noted with the pfa workflow. Act was therapeutic. Patient hospitalized beyond standard care of time and rhe patient has already been discharged.